Event description:
New information noted that the patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator exhibited far p-wave oversensing again. Programming changes were discussed.

Event description:
New information noted that the far p-wave oversensing was still ongoing. Programming changes were made. The patient was fine.

Event description:
New information noted that programming changes were made. The patient was fine after the intervention.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to intermittent far p wave oversensing. Programming changes were discussed; however, the physician elected to monitor the patient with no changes made.